Event description:
A malfunction alarm was reported by the customer, identified with the code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information, and after resetting the pump, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happened again.